Event description:
The user facility reported low purge pressure and that purge fluid was leaking at the spot where the purge line connected to the device twenty days into support with the impella 5.5. A crack was noted on the yellow portion of the purge. Staff "tightened hard" and purge pressures returned to normal. A purge bypass was performed several days later. The clinical team also reported that hospital staff had switched the purge solution from heparin to sodium bicarbonate early in support. There was no harm to the patient.

Manufacturer narrative:
The investigation into the reported low purge pressure and purge fluid leak was completed. The device was not returned for evaluation. After review of the clinical information, it was determined that the cause of the purge leak was due to sidearm yellow luer damage. The root cause of the purge leak was sidearm yellow luer damage. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.

Manufacturer narrative:
Updated information: d4 UDI number updated. D6a/d6b added. F6/f8 should have been omitted in the initial report. G1 reporting contact email updated.